Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18780 3006705815-2021-06091. It was reported the patient is experiencing pain at the ipg site. Surgical intervention may take place at a later date. It is unknown which ipg is causing pain, as such both ipg¿s are being reported.

Event description:
Additional information received indicates the ipg is not liable.